Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: plast reconstr surg. 2014 nov;134(5):892-9. Doi: 10.1097/prs.0000000000000610.

Event description:
It was reported in journal article ¿vicryl mesh in expander/implant breast reconstruction: long-term follow-up in 38 patients¿ that this prospective study examined the use and long term follow-up of vicryl mesh in breast reconstruction. Forty six reconstructions were performed in 38 female patients (mean age 52 years; mean bmi 27.4). The patients underwent tissue expander reconstructions using vicryl mesh. In 17 breasts, the mesh was used only to bridge the inferior pectoral edge and the inframammary fold, with the superolateral portion of the expander covered by the serratus muscle. The vicryl mesh was secured to the pectoralis and the chest wall with sutures of 2-0 vicryl placed at 2- to 3-cm intervals. Mesh were soaked in antibiotics before insertion. Of 38 patients, eight patients underwent radiation therapy. Following the procedure, the patient developed infection and had expander removed. Additional information has been requested.